Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump alarmed pump error indicating hardware low level failures. Customer's blood glucose was 11.1 mmol/l at the time of the incident. It was reported that a reset and self-test was attempted but the insulin pump alarmed again. There was no indication that issue was resolved. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3 was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, faded end cap address label, and minor scratched lcd window.